Manufacturer narrative:
The device was received fully deployed. No alarms, timeouts, nor drive stalls were observed in the data. The device completed first prime in 48 pulses and was deactivated in 216 pulses. No damages were observed to the device that would cause the needle to deploy early.

Event description:
It was reported that the needle mechanism had fully deployed before the pod was able to be used. The patient's blood glucose (bg) values reached 300 mg/dl, while wearing the pod between 4 and 24 hours on the abdomen. For treatment, the patient gave a manual injection of insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.